Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in two pieces. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. All tines were found intact and undamaged. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The cause of external insulation abrasions is consistent with friction to device can.